Event description:
It was reported that the ventilator had a blower fault. There was no patient involvement. The investigation is ongoing.

Manufacturer narrative:
It was reported that the device was repaired by a third-party service provider and that during the evaluation of the device, the screen displayed a repeated inhalation co2 due to turbine failure. Information received was that the blower was replaced and the device was returned to service. No further information provided.